Event description:
Patient underwent primary tkr on (B)(6) 2022 where an attune tkr was utilised (surgeon, (B)(6) pvt). Patient was doing well until post quad tendon repair 10 weeks post tkr. Patient has presented with and infected knee. A decision was made to open the knee and perform a washout and poly exchange. (Surgeon, (B)(6) pvt) at this stage there is no detail on the bugs involved. Depuy cement was not utilised at time of primary surgery. Please note reason for late submission - I was awaiting feedback from surgeon as I was not at the case and was unsure what had transpired. Did the patient experience a post-op device malfunction? Unknown. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant: john flynn. Was device explanted? True. Hardware/explant removal due to: infection. Did patient require revision surgery? True. If yes, date of revision surgery. 10/21/2022. Reason for revision surgery. Infection post quad repair - washout. Patient status/ outcome / consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study. Unknown. Ip-01564936: device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (lot), h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. 1. Why did the patient require the quad tendon repair? Was it related to their knee replacement? Or unrelated? I do not believe that this was related to the tkr 2. What was the affected side involved? Right 4. Was there any suggestion by anyone indicating that there was or may be deficiency with any depuy products? If yes, please provide details. No.